Event description:
It was reported during a fine needle biopsy procedure set up for a suspected pancreatic mass, the suturing system (non-olympus) was placed in an olympus double channel scope, and it was discovered that the double channel scope had connectivity issues causing no image. The patient was already sedated and intubated at the time of malfunction. Due to no image issue the procedure was cancelled and rescheduled the next day and completed successfully with another scope and another suturing system. No further information is avaliable at the time of the report.